Event description:
Pt reported obtaining back-to-back glucose results of 75 mg/dl, 123 mg/dl, and 100 mg/dl, while using the suspect device. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Tech support requested the return of the suspect product and replacement product was shipped.